Manufacturer narrative:
Patient weight not provided.

Event description:
Doctor indicated that the patient came in for a procedure to restore the implant. However, the healing abutment could not be removed. The abutment eventually had to be cut off in order to save the implant.

Manufacturer narrative:
One certain bellatek encode healing abutment was returned for inspection with a mating assembly screw. Visual inspection revealed that the abutment is completely destroying at the top portion, as is the head of the assembly screw. The remaining portion of the seating hex is slightly worn. The product was able to seat as normal with a mating implant, however functional testing of the entire abutment with the returned screw could not be performed, as the parts are too badly damaged after removal. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: ¿mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. ¿for compatibility of bellatek patient specific abutments, please refer to compatibility table in the accompanying document.¿ complaint indicates the abutment would not disengage from the implant and needed to be forcibly removed. The alleged event was non-verifiable as the product is too badly damaged to functionally test. A root cause for the reported complaint could not be determined. Expiration date, UDI: (B)(4). Device available for evaluation change ¿no¿ to ¿yes¿. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.